Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was protruding out from the device and not recessed into the unit. Customer's blood glucose was 54 mg/dl at the time of incident. The customer indicated that their blood glucose was a little low for them but declined troubleshooting for this. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk also, with corroded battery tube. Unable to perform occlusion test, prime test or excessive no delivery test due to motor error. The operating currents are within specification. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump was received missing the endcap sticker, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads and minor scratches on the lcd window.